Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2014 to relocate the ipg due to experiencing discomfort at the ipg site. Follow-up revealed that the patient is "doing very well" and the issue is resolved.